Manufacturer narrative:
The cobas integra 400 plus analyzer serial number was (B)(6). The calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with hdl-cholesterol gen.4 assay on a cobas integra 400 plus analyzer. Initial result: 123.51 mg/dl. The patient questioned the initial result, prompting the repeat of the sample. On (B)(6) 2026: repeat result: 63.14 mg/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
The customer alleged discrepant results for an additional patient (patient 2) tested with chol2 assay on the cobas integra 400 plus analyzer on 11-apr-2026: initial result: 279.49 mg/dl. Repeat result: 180.84 mg/dl. The chol2 reagent lot number and expiration date were not provided. Medwatch fields d1, d2a, d2b, d4, g1 and g4 were updated. The investigation is ongoing.